Event description:
Healthcare professional reports while running act-lr assay with hemochron signature plus microcoagulation system with pt on extracorporeal membrane oxygenation (ECMO), clots were observed in the ECMO circuit. System passed electrical quality control and liquid quality control. No act-lr results/data has been provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial# (B)(4). Method: actual device not evaluated (single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. Result: no results available since no eval performed. Conclusions: unable to confirm complaint. Device not returned. Development of blood clots within ECMO circuitry are anticipated occurrences that are monitored and managed when observed. Insufficient info was provided to determine if a malfunction occurred.